Event description:
The customer received a blood glucose reading of 164mg/dl on the contour meter, re-tested on the same meter with new strips and the reading was 71mg/dl. He also tested on a different meter and the reading was 72mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. New meter and test strips were sent to the customer.